Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause of the failure is use error due to excessive force on the device. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that during bankart surgery the sutures have not blocked in the tissue, the anchor could not be fixed. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.